Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and assistance filling cannula on their pump. The customer's blood glucose level at the time of incident was 438mg/dl. The customer was assisted with filling cannula. No further assistance or information provided.